Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure for hemostasis in the mucosal tissue of the colon. According to the complainant, the resolution clip device would not release in the mucosa of the patient at the time they closed the clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.